Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4 lbs due to faulty force sensor resistor. The insulin pump had cracked reservoir tube lip, scratched reservoir tube window, lcd window, case and missing end cap sticker.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 140 mg/dl at the time of incident. The insulin pump will be returned for analysis.